Manufacturer narrative:
Patient was using a folding walker after left knee replacement surgery when a metal pin failed, causing the walker to collapse. The patient fell and struck his head and eye on a sink, resulting in injury. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient was using a folding walker after left knee replacement surgery when a metal pin failed, causing the walker to collapse. The patient fell and struck his head and eye on a sink, resulting in injury.

Manufacturer narrative:
Update to h6: after further investigation, it was determined that the investigation included a review of production records, trend analysis, analysis of information provided by the user/third party, and confirmation that the device was not returned. The investigation identified a fracture issue based on the customer-provided photo, which showed that the metal rivet securing the folding mechanism bracket to the a-frame appeared to have fractured. The root cause of the issue remains unestablished. If additional relevant information is identified or obtained, a supplemental medwatch will be submitted.